Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported device not recognizing a loaded set which was reproduced as the device does not recognize an open door and the channel sensors do not display. The reported symptom was verified and found to be caused by physical damage to the upper hook switch which was identified through a visual inspection of the device. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize a loaded set during preventative maintenance testing. There was no patient involvement. No additional information is available.